Manufacturer narrative:
Additional suspect medical device components involved in the event: tw# (B)(4). Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5058401. Tw# (B)(4). Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5057384.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to internal leads high impedance. The patient is doing well post operative, devices will not be returned, and electrocautery was not used.